Manufacturer narrative:
(B)(4).

Event description:
During initial pump therapy, the patient experienced an allergic reaction while morphine was in the pump which resulted in "(B)(6) of edema" and kidney issues. The pump drug was changed to dilaudid and the symptoms resolved. The patient experienced anaphylactic reaction symptoms within 3 hours of a pump refill where baclofen was added to the pump (date not reported). The patient experienced spasms and swelling. The effects of baclofen were not tested on the patient prior to the refill. The patient "ended up in the emergency room." Once the pump was refilled with "straight dilaudid," the symptoms subsided. On (B)(6) 2010, the pump was refilled without incident. On (B)(6) 2010, the patient received a letter which stated the patient had been taking dilaudid out of the pump. On (B)(6) 2011, per the reporter, the pump was refilled with the "wrong dosage of dilaudid." The patient felt "stoned" since the medication change. The event logs from (B)(6) 2011 showed the pump drug dilaudid concentration was increased from 15 mg/ml at 5 mg/day to 20 mg/ml at 4.999 mg/day. A bridge bolus for the new drug was performed. The patient was trying to establish care with an hcp who would refill the pump; the patient had difficulty doing this because he was "on a narcotic abusers list." It was reported on (B)(6) 2011 that the (B)(6) indicated the refill date was (B)(6) 2011. The morning of (B)(6) 2011, the patient began to experience withdrawal symptoms and a return of pain. The patient had oral medications. It was reported on (B)(6) 2011 that the patient found an hcp to refill the pump; the patient had an appointment scheduled for (B)(6) 2011. On (B)(6) 2011 the patient believed (B)(6) was not working. The pump was interrogated on (B)(6) 2011 and the session report showed the pump contained dilaudid 15 mg/ml and was programmed to deliver at a rate of 5.003 mg/day. The total dose/day on the session report included the maximum bolus doses in comparison to the simple continuous dose displayed on the patient's (B)(6). Additional information has been requested, but was not available as of the date of this report.